Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured at 4 atms on the initial inflation. The lesion was located in the calcified, 90% stenotic mid left anterior descending (lad) coronary artery. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.